Event description:
During code 500, multi-function electrodes placed on pt. Several attempts made to fire but no discharge occurred. Monitor changed - still did not discharge. New pads placed & discharge occurred. Multi-function electrode was found to have connector pin pulled out of place. This caused a "leads off" indication on the monitor crt thus the defibrillator could not discharge.